Event description:
Alaris pump channel a malfunctioned. This event was involving primary lr infusion and penicillin antibiotic secondary infusion. Rn initiated lr infusion. Secondary line was attached per protocol above the pump and hanging higher than the primary line. As soon as the secondary line was unclamped, the antibiotic infused rapidly (free flow). By the time the pump was stopped, the patient had already received the full dose of penicillin via free-flow bolus. Pump was pulled from patient care. When attempting to remove tubing from pump, channel a very difficult to open; unsure if issue with the door contributed to the free-flow of antibiotic. Md assessed patient right away. Patient was laboring at the time. There was no harm to patient or baby. No additional interventions were needed as a result of the malfunction. Alaris pc serial number is (B)(4). Pump a serial number is (B)(4). There were no issues identified with pump b, but it was left attached, as it was associated with the involved pc. Pump b serial number is (B)(4). Unfortunately, tubing associated with the event is not available for return to the manufacturer.